Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display frozen screens noted. The insulin pump has cracked case at the display window corners, reservoir tube, battery tube threads, minor scratched display window, broken reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that the screen on the insulin pump seemed frozen; she was pressing the buttons with no response. She changed the battery and received a button error alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.